Event description:
It was reported the rate knob is very hard to turn. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis confirmed the initial report, the control knobs were contaminated. It was also noted that both bail covers were broken, the ring cover was worn, the battery contacts were compressed, the ring was bent, the battery drawer was damaged inside and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the control knobs were contaminated. It was also noted that both bail covers were broken, the ring cover was worn, the battery contacts were compressed, the ring was bent, the battery drawer was damaged inside and the keyboard was scratched.